Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and there was no initial power source alert. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.